Event description:
The manufacturer sales representative reported that the device was taking too long to deliver energy during a procedure at the user facility, a condition in which the device may underdeliver energy. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales representative reported that the device was taking too long to deliver energy during a procedure at the user facility, a condition in which the device may under-deliver energy. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.